Event description:
A report was received that the patient had postoperative wound infection. Symptoms were tenderness over the wounds, drainage, an episode of chills, erythema, slight thinning of the lateral wound edge of the ipg pocket and soreness. The patient might had a localized cellulitis. The infection was believed to be procedure related and not device related. The patient was treated with oral and intravenous antibiotics. The infection was resolved.